Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the pmsc and hrsv involved with this complaint. The pmsc was installed into the test system and a video test was performed. Then ssc had good video on both eyes with no anomalies. There was no trouble found on the pmsc. The hrsv was received for failure analysis. Device evaluation is anticipated but not yet begun. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the right eye was black. A power cycle was performed but it did not resolve the issue. Technical support engineer (tse) requested the customer to hard cycle the system, check blue fiber cables and camera cables but the issue persisted. Connections to the high resolution stereo viewer (hrsv) were good. The system was restarted again. The system came up and the eye initially showed at start up but then went to black. The procedure was aborted post anesthesia and port placement. With no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the ports were placed but the psc was not docked. It is a standard procedure for the surgeon side console (ssc) to be checked, however, it could not be verified that the ssc was checked according to standard procedure. The normal robotics coordinator, who does room setup, was not on site. The prostatectomy procedure was aborted and postponed to a later date so the robot can be repaired. There was no report of patient injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the hrsv and personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. The hrsv is a component of the ssc that provides the surgeon 3d visual access to the surgical area. The pmsc is a module that connects to the ssc and includes 5 smaller leaf interface boards that allow for audio/video inputs and output connections.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) have received the hrsv for failure analysis. Failure analysis investigation found no image and identified the main board to be defective. If additional information is received, a follow-up MDR will be submitted.